Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that the battery was critically low on patient on the rotaflow console. No more information provided. No harm has been reported. A getinge field service technician investigated the affected rotaflow console with s/n (B)(6) and was able to duplicate the reported failure. The last replacement of the batteries were in (B)(6) 2019 and was overdue for replacement when received this complaint. The battery reached the life time of two years according to the instruction for use (IFU). The batterypack ni-cd 24v 132wh (rfc) (article number (B)(4)) has been replaced. Unit passes all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The root cause could be determined as overdue battery replacement. Based on the investigation results the reported failure "battery not charge" could be confirmed. The review of the non-conformities was performed on (B)(6) 2021 and during the period of (B)(6) 2011 to (B)(6) 2021 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in (B)(6) 2011. In order to avoid reoccurrence of the reported failure, the sales and service unit (ssu) will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.3 / en / v14. Chapter 3.3.4: check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Chapter 5.6.1: before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that the battery was critically low on patient on the rotaflow console. No more information provided. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).